Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was explanted and replaced with a non-med tronic bioprosthetic valve. The physician reported there was no allegation against the ring, but the repair with the ring was judged not adequate for the patient. No additional adverse patient effects were reported.